Event description:
Information received indicates the casters will lock into brake, but continue to swivel.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.